Event description:
Medtronic received information that approximately nine years following the implant of this transcatheter bioprosthetic valve, the patient's upcoming research appointment was cancelled and a notification of the patient's death was provided. No information was received related to the patient's cause of death. An autopsy was not performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. B7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately nine years following the implant of this transcatheter bioprosthetic valve, the patient's upcoming research appointment was cancelled and a notification of the patient's death was provided. No information was received related to the patient's cause of death. An autopsy was not performed. Additional information was received to report the cause of death is unknown. Per the physician the valve cannot be excluded as a potential contributing factor to the patient's death as there has not been an echocardiogram available for review for the past two years. The physician reported the likely contributor to the patient's death would be the existing chronic diastolic heart failure.